Event description:
Report received of a tubing separation. It is unk whether the set was in use with a pt or not. Multiple unsuccessful attempts have been made to obtain additional info. Though requested, the customer declined to provide additional info.